Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device suffered a reset and was unable to be reprogrammed back to original settings, therefore the device consumed the battery faster than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.